Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. Unit received with the lock having both rotational and lateral movement; also, is sticking and a residue buildup is present. New components added to replace worn internal parts; unit needs to be machined to have heli-coils added to large starburst threads; the set screw in the swivel base was tight. General maintenance and cleaning required.

Event description:
Service and repair of the a1059 mayfield modified skull clamp found the locking mechanism sticks.